Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels of 40 mg/dl and 390 mg/dl respectively that required assistance to address. Reportedly, customer's boss provided a chair for customer to sit on. Customer treated low by consuming carbohydrates and treated high with a correction bolus. Customer alleged that low bg was due to the pump overdelivering boluses, however, upon follow-up stated that the issue had been resolved. Tandem technical support was unable to confirm the issue or how it may have occurred. No further information was obtained as customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.